Event description:
It was reported that the pt experienced electrical tingling sensations near the neurostimulator pocket as few days after implant. The sensations were unpleasant and stimulation dependent. The pt was not able to increase the stimulation intensity at the level needed due to the sensations in the abdomen were too painful. During the revision surgery, nothing visible was noted on the extension or neurostimulator. After disconnecting the extension and octopolar plug, the connections were checked and found to be clear. Both of the channels were aspirated but nothing came into the aspiration. The connection and octopolar plug were reconnected and left in place. The pt no longer experiences the tingling sensations and can raise the stimulation intensity to the level needed to reach complete pain relief.